Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer removed sensor from body and noticed that there was no cannula on sensor. Troubleshooting was done for needle break. Customer reported that sensor was inserted on abdomen and needle was hard to remove from body. Customer mentioned that the sensor fractured while in body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.